Event description:
It was reported via clinical trial patient (B)(6) that patient (B)(6) experienced post-operative urinary retention. The relationship to the study device is considered unlikely. On april 21, 2026, it was noted that a surgical intervention was performed on (B)(6) 2026.

Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).